Manufacturer narrative:
This report is being sent as follow-up # 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a vessel occlusion. The exact root cause was unable to be determined. The likely cause was determined to have been deployment of the angio-seal device in a femoral artery with diseased characteristics. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy . A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: consultant ir inr. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device was not available for returned; therefore, an evaluation of the actual device will not be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that they used an 8fr access sheath from left common femoral artery (cfa) up & over to do right leg angioplasty procedure. Post right leg intervention the doctor used an 8fr angio-seal to close the left 8fr access of the common femoral artery (cfa). The left leg was cold and numb in recovery, absent pedal pulses. Ultrasound confirmed occluded left common femoral artery where the angio-seal was deployed. Vascular team intervened with a surgical cutdown of the left common femoral artery (cfa) to remove the angio-seal which was found to be intraluminal. Post-surgical intervention all components of the angio-seal was removed, and good flow resumed in the common femoral artery into the superficial femoral artery. The doctor did not use ultrasound when deploying the angio-seal for this case. The patient had a heavily diseased calcified femoral artery. Additional information was received on 07 jun 2023: operation type emergency. Primary operation was a left femoral endarterectomy and angiogram. Ultrasound (us) guided right common femoral artery (cfa) puncture, 5fr sheath. Digital subtraction angiography (dsa) showed occluded left common femoral artery (cfa) with sluggish flow beyond. Cut down of the left common femoral artery (cfa). Scarred dissection due to multiple previous angiograms. Very calcified vessel necessitating proximal control in mid external iliac artery (eia) under the inguinal ligament. Heparin 5000 units. Longitudinal arteriotomy. The angio-seal found intraluminal causing occlusion. Enterectomy from distal external iliac artery (eia) into proximal superficial femoral artery (sfa) and profunda femoral artery (pfa) of very calcified plaque patch with braun patch and 6-0 prolene. Completion digital subtraction angiography (dsa) showed good flow through common femoral artery (cfa) and profunda femoral artery (pfa). Mid superficial femoral artery (sfa) stenosis and single peroneal run off same as before 10fr r drain. Vicryl x 3 layers + monocryl closure. Manual pressure to right common femoral artery (cfa) puncture. Post op the patient had to lie flat for three hours. Bilateral groin and limb observation (obs) drain and suction. Continue aspirin and deep vein thrombosis (dvt) prophylaxes.